Event description:
It was reported during a percutaneous transluminal radiology procedure, the ultimum introducer hub separated from the sheath. The pt underwent surgery to remove the components from the femoral artery. The pt was reportedly doing well and recovering.